Manufacturer narrative:
The device history record of the device was reviewed to confirm that all manufacturing steps were completed and there were no non-conformances noted that could have contributed to this issue.

Event description:
It was reported the device displayed the end of life (eol) message and it is unknown if the device depleted prematurely. Patient still has therapy. Surgical intervention is planned to address the issue.

Manufacturer narrative:
Date of event is estimated.

Event description:
Additional information indicates that ipg has end of life.